Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite performed pre check unit passed. I-time ranges form 30-49 monitored and frequency of 3-15.8 monitored. Adjusted, cleaned panel meter connections and connection at dpm, inspected cables and ensured secure connections. Completed driver controller calibrations/adjustments. The frequency and inspiratory time are accurate and stable. Final tests and checks passed. Unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator %it (inspiratory time) is fluctuating. As of this time, there is no information about patient involvement associated with this reported issue.